Manufacturer narrative:
Correction b5 (change to): the leak was further described as occurring in the white connector piece near the filter. This was identified during an unspecified process step for an infusion of pembrolizumab. There was no report of patient injury or medical intervention associated with this event. (Remove): this issue was identified during setup/preparation prior to patient use. There was no patient involvement (initially reported).

Manufacturer narrative:
H10: a batch review was conducted. And there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented paclitaxel set was damaged which resulted in a leak of medication. The damaged tubing was further described as being crimped which weakened the tubing. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.